Event description:
Rn of home patient reported three incidents of grooves on the roller clamp of the transfer set "breaking" after 30 days of use. In regards to the first incident, rn reported home patient developed peritonitis on 09/08/98, was treated with antibiotics, and had the transfer set changed. Regarding the second incident home patient was presented to the hospital on 10/05/98 with no injury resulting. However home patient was treated with prophylactic antibiotics and had the transfer set changed. With the final incident, rn reported home patient was diagnosed with peritonitis on 11/02/98, was treated with antibiotics and had the transfer set changed. Rn noted that each treatment was on an outpatient basis and consisted of the following antibiotics: 60 mgs gentamincin/night and 250 mgs ancef/exchange x 14 days. Rn reported user error, i.e. "Over torquing" may have contributed to the breakage of the transfer sets.